Event description:
It was reported that after an interventional coronary revascularization procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting difficulty was encountered and advancement could not be completed. To remove the device, the thumb advancer was retracted as proximal as possible and the safety release was activated, which retracted the locator wings releasing the device from the anatomy. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to deploy thumb advancer was confirmed. The garage block was displaced juxtaposition to the pusher tube. The garage block was displaced against the pusher block which would have caused resistance or the reported encountered difficulty during deployment and prevented the completion of thumb advancer deployment. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.